Manufacturer narrative:
An outside united states customer contacted siemens customer care center (ccc) and reported that discordant glucose (gluc) results were obtained on multiple patient samples on a dimension exl 200 instrument. The customer stated that low a error, high a error, and abnormal reactions were obtained on multiple patient samples. The customer replaced and aligned reagent 1 (r1) probe. The customer stated that system checks were failed for reagent 2 (r2) probe. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and replaced sample tubing and transducers. The cse adjusted cuvette film and replaced top seal solenoid, hardware, and heating element. Then, the cse performed system check and ran quality controls, which passed. The cause of the discordant gluc results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that they obtained abnormal reaction, low a, and high a errors on the dimension exl 200 instrument. The customer indicated that multiple patient samples were impacted by this event and the discordant glucose (gluc) results were obtained on the instrument. The customer indicated that they were repeating patient samples and the repeat results recover acceptably. The repeat results were reported to the physician(s). This MDR is being filed in an abundance of caution as the customer did not provide patient data. There are no known reports of patient intervention or adverse health consequences due to the discordant gluc results.